Event description:
Medtronic received a report that the concerto coil failed to pass through the microcatheter hub. The coil was stuck at the catheter hub. The coil was not damaged. Detailed information about the patient and devices used were not available due to a hospital policy. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use. Ancillary devices include a unknown microcatheter. Additional information was received stating that the exact cause of the event is unknown. The procedure was completed using a different coil, and continuous catheter flushing was performed during the procedure.

Manufacturer narrative:
H3 product analysis: as found condition: the concerto device was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within an opened concerto outer carton and within an opened concerto inner pouch. The unknown micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damage or irregularities were found with the concerto pusher. The detach element was still attached to the pusher. The concerto implant coil was broken from the detach element at the coil shell weld with the polypropylene filament also broken. Testing/analysis: the concerto device could not be used for resistance testing with an in-house micro catheter due to the damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck at cath. Hub¿ was confirmed as the damages found is consistent with resistance. Possible causes for coil resistance at catheter hub include, but not limited to, failure to hydrate the coil prior to use, failure to utilize continuous flush, and use of an improper hubbing technique (over tightening of the rhv/sheath not firmly seated into hub). Customer asserts continuous flush was used. The cause of the resistance could not be determined. The returned concerto implant coil was found broken. The customer reported no damage to the coil. It is possible the damage occurred during the attempt to advance/retract the coil into the micro catheter hub against the reported resistance. As the unknown micro catheter used in the event was not returned for analysis, any contribution of the micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. Coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the concerto coil was from trunk stock. The last cycle count was a month prior and cycle counts are conducted monthly.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.